Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy connector assembly and completed other, unrelated, non-critical repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy connector assembly and determined that the cause of the reported issue was that the socket for pin 1 was damaged resulting in a loose fit. This led to the observed intermittent therapy cable recognition.

Event description:
While completing non-critical repairs to the customer's device, physio-control observed that the unit would only intermittently detect that a therapy cable assembly was connected. As a result, defibrillation could be prevented or delayed. There was no patient use associated with the reported event.